Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date of concomitant device is unknown. A device history record review was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a transforaminal posterior atraumatic lumbar (t-pal) titanium inserter got stuck in a titanium t-pal implant during a lumbar fusion procedure. The implant was placed on the inserter, and was positioned in the intervertebral space. When the implant was seated, the surgeon pressed the button to release the implant from the inserter, but the inserter was stuck and would not release. The implant and inserter were both removed and another t-pal inserter was used and another implant was placed without incident. The surgery was completed with about a five minute delay; there were no fragments generated, and no reported harm to the patient. There are four devices involved in this complaint. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Date of event is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 03.812.004 , lot no.: 8761947 , manufacturing location: haegendorf , release to warehouse date: 16.jan.2014 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: device interaction functional: at customer quality, the returned t-pal spacer applicator knob (part: 03.812.004, lot: 8761947, mfg: 16-jan-2014) was visually inspected and no issues were identified on the returned applicator knob. Upon functional testing performed at customer quality it was observed that the knob properly assembles with the mating spacer applicator inner shaft and spacer applicator handle. During assembly of the full construct no issues were observed with the intended function of returned devices except for the slight enlargement of space applicator inner shaft clamps which did not affect the construct functionality. However, the issue with spacer applicator inner shaft will be further investigated. Thus, as no issues were identified with the returned device(t-pal spacer applicator knob) the complaint condition is unconfirmed. The received condition does not agree with the complaint description of being unable to be released and, as no issues were identified with the returned device, the complaint condition is unconfirmed. During the investigation, no product design/manufacturing and functional issues were observed for the given device that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.